Event description:
Complaint info alleged that the head hi/low drifting on this bed. No injury alleged.

Manufacturer narrative:
Tech found the bed located in hallway and transported it to bed shop. Found: head hi/low drifting. Resolution: replaced CPR valve to resolve this issue.